Event description:
This complaint is now reportable based on the analysis completed on 03/24/2009. It was reported that during a coronary artery bare metal stenting treatment procedure, the stent delivery system could not cross the target lesion. There were no reported pt complications or injuries. However, the returned product discovered stent damage. The index procedure was treating a lesion with a 3.00x12mm taxus liberte bare metal stent. The stent delivery system was unable to cross the lesion. The procedure was completed with another of the same device. The pt's status is listed as "no problem."

Manufacturer narrative:
The returned product included the sds device with stent. A review of the manufacturing documentation for this batch found that the device met its material, assembly, and product specifications at the time of release to distribution. The sds with stent was examined along the entire length. The proximal end of the stent has multiple struts bent back. The balloon is tightly folded with the stent in between the markerbands. The most probable root cause of this event is operational context. (B)(4).